Event description:
On (B)(6) 2011, the pt stated that, intermittently, the check button on her infusion device is not functioning. The pt first noticed having problems with the check button in (B)(6) 2011. No physiological effects were reported. The pt did not require medical assistance from ah healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.